Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the ins was taking longer to charge since (B)(6) 2019. No symptoms or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient stated when they charge their implant, it becomes dead after two days. The patient get a new cord to resolve the issue. No further complications were reported. No patient symptoms were reported.